Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was guidewire coating on the distal conductor of the lead and it was obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. The analyst commented, competitor guidewire is stuck throughout the length of the lead and cannot be removed. Significant damage to the lead has occurred due to the guidewire's coating becoming ensnared in the lead. The use of competitor guidewires is not recommended.

Event description:
It was reported that during an implant attempt, after the atrial lead was implanted, the physician noted a small crimp in the conductor coil towards the back of lead. All electrical measurements were stable but the visible crimp in the coil was concerning and the physician decided to remove the lead and implant a new one. It was also reported during the same implant attempt, when the guidewire was being removed from the left ventricular (lv) lead it stuck in the lead. The lead connector separated from the lead body insulation and started to unravel the conductor coil. A different lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.